Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
A patient experienced ineffective stimulation due to high impedances was reported to abbott. As a result, the lead was explanted and replaced to address the issue. Effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event of high impedances was confirmed. Microscopic inspection of the stimulation end (paddle) revealed channels 1-b, 3, 4, and 8 lead wires were detached from the paddle electrode. Microscopic inspection of the lead for channels 1-8 revealed that all wires were broken 8.2cm distal to the stimulation end. Microscopic inspection of the lead for channels 9-16 revealed that all wires were broken 8.0cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.